Event description:
My (B)(6) son was chewing (he doesn't have any teeth) on the pineapple teether and the green stem started to come off so I took it from him and it came completely off in my hand. Retailer: (B)(6). Document number: (B)(4). Report number: 20190506-26563-2147381186.